Event description:
(B)(4). It was reported that pericardial effusion and hypotension occurred. On (B)(6) 2014, a pericardial effusion was observed to the patient when a 9f/9mhz/110cm ultra ice¿ imaging catheter was used. Furthermore, blood pressure was low but stable and no sinus tachycardia was noted. Result from 2d-echo showed moderate to large pericardial effusion without stigmata of tampona tamponade. Subsequently, pericardial drainage was having 400cc of blood. Patient was treated with protamine. Follow up 2d-echo showed no effusion. Patient recovered when medication was given and regimen was adjusted.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).